Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 31 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had felt sick after eating and taking a bolus. The customer called paramedics who transported her to the hospital on (B)(6) 2015. The customer stated that the cause of the low blood glucose was due to and over bolus of insulin. The customer was unable to trouble shoot at the time of the call. No further information was provided.